Event description:
Three events (2 on [redacted date], 1 on [redacted date]) the neonatal ICU started placing caps on y-sites due to leaks. The leaks occurred despite the caps. Three events of leaking IV tubing: situation: leaking baxter tubing. Background: ongoing issues with leaking baxter tubing. Assessment: this author was performing daily central line audits and noted a y-site port of the baxter tubing running tpn leaking despite green alcohol cap being in place. Y-site marked with tape to indicate where leak was. Orders placed to hang clear fluids to replace leaking tubing, which bedside rn will do per nnicu protocol once fluids arrive. Lot number unknown. Tubing will be saved and given to (B)(6). Recommendation: continue to work with baxter on solution to avoid depriving infants of necessary nutrition. Manufacturer response for IV tubing, (brand not provided) (per site reporter) meeting weekly with baxter to review all new events and emailing them upon discovery of leak.